Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone pieces were missing on reservoir ring in insulin pump. The blood glucose level was unknown. Customer was stated that buttons were hard to push. Troubleshooting was completed for button error. The customer was advised to revert the back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Unit passed self test. Pump received with broken reservoir tube lip, missing reservoir tube o ring and cracked case at the reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.